Manufacturer narrative:
Additional product code ¿ hwc. (B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. DHR review ¿ 04.027.268s ¿ 9297946. Manufacturing site: (B)(4). Manufacturing date: 23.dec.2014. Expiry date: 01.dec.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent a procedure on (B)(6) 2015 for a fractured right femur and had a proximal femoral nail antirotation (pfna) nail implanted. It was found that that the patient¿s implanted helical blade had backed out and it was removed on (B)(6) 2015. On (B)(6) 2015, the patient's pfna nail and distal screws were removed. There were no issues found with the locking bolts. Patient outcome post surgery was reported as the patient had to be monitored and to be in traction post operatively. This report captures the removal of the pfna nail and bolts, the removal of the helical blade is reported under (B)(4). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Event date: unknown. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. Traces of utilization were visible at the nail. The anodized shape is particularly missed. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications, except of the feature 'cutting circle'. This could not be measured, since it is generally measured before the nail is getting bent. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.